Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the implantable cardiac monitor (icm) was unable to sense. The icm was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Reported event of sensing issue was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Further analysis performed, including sensitivity test found no anomalies contributing to reported event of sensing issue. Longevity assessment was performed, and implant duration was within total projected longevity indicating normal battery depletion. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.